Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The reported issue could not be duplicated. Log data showed the device powered on correctly and initially displayed a clear ECG signal. However, about five seconds later, the ECG view was changed, causing the signal to disappear. The missing ECG signal was due to the user not viewing ECG in the pad lead that is observed to be available in the log. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.